Event description:
The customer reported via phone call that her blood glucose level for twenty-four hours exceeded 600 mg/dl. The customer was not feeling well to troubleshoot. When she checked her blood glucose level, she noticed she had not received insulin since her last infusion set change at 12 a.m. The customer also noticed four of her infusion sets had bent cannulas. The customer was vomiting, nauseous, had abdominal pain, and had difficulty breathing. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.